Event description:
The patient had lost about 40 pounds. There was more movement in the pump pocket than before. The patient planned to address the pump movement with her hcp (healthcare professional) at an upcoming appointment. The device system was delivering clonidine and dilaudid. The patient symptoms, treatment/interventions, and outcome of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).